Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they always having trouble getting a connection with the recharger to their implantable neurostimulator (ins). The ins was replaced due to the battery depleting from an overdischarge. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the returned neurostimulator model 97714, serial # (B)(4), showed no significant anomalies. The device was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge (pmr) procedure. After telemetry was restored and a full normal recharge, the neurostimulator passed functional testing. According to the trace report taken from the device, the last recharge while implanted took place on (B)(6) 2014 and the battery was charged to 3.575 volts. On (B)(6) 2014 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The battery had a reduced capacity due to an overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the battery was dead at time of implant and was never able to charge the device according to the patient. It was unknown what caused this issue to occur. The patient became aware of the issue just yesterday and the battery was defective. No trouble shooting was done as the battery was dead. As a result of the issue, the patient's battery was explanted and replaced. The event occurred during post-op. The patient status at the time of this report was "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.